Event description:
It was reported that caller experienced fill resistance issue with pump cartridges, which had occurred twice previously on same day using different cartridge lots and without reusing supplies. There was no reported impact to the customer¿s blood glucose level. Customer resolved earlier and current issues by changing cartridge and was ultimately able to successfully fill cartridges without further difficulty. Cts to replace pump. Customer will continue to use current pump.